Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Event reported via 2210968-2022-01246.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2022 and clips suture were used. During the procedure, the clip was shattered when the clip held a suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational narrative: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload (a) was received with three clips loaded. Also, some clip pieces were received inside of a plastic bag. During the functional test, the first clip broke due to that the clips are absorbable and have begun with the process of degradation. Due to the condition of clips no functional test was performed. No conclusion could be reached as to what caused the condition of the event reported and no foil was received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event due to the condition of the clips. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Investigational narrative: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload (b) was received with five clips loaded. During the functional test, the first clip broke due to that the clips are absorbable and have begun with the process of degradation. Due to the condition of clips no functional test was performed. No conclusion could be reached as to what caused the condition of the event reported and no foil was received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event due to condition of the clips. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.